Manufacturer narrative:
.

Event description:
Additional information received indicated that the patient tried the vesicare, but there was no change in leaking. The patient continued to leak with coughing, laughing, sneezing and standing. On (B)(6) 2016, the patient was told to try biofeedback once a week, for 6 weeks. As of (B)(6)2016, the event was considered not recovered/not resolved (continuing). If additional information is received, a follow up report will be filed.

Event description:
Additional information received indicated that the patient's leaking became bothersome with daily activities, positive standing and supine cough test. The patient will be schedule for a mid-urethral sling surgery. The event was considered not recovered/not resolved (continuing) as of (B)(6) 2016. If additional information is received, a follow up report will be filed.

Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced de-novo stress incontinence with standing and getting out of bed. On (B)(6) 2016 the patient was prescribed vesicare 5 mg, once a day. The event was considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.